Event description:
Initial reporter indicated that the pt has had an increase in seizure activity, is no longer feeling their vns stimulate and has pain in the generator area of the chest when they use their magnet. System diagnostics testing resulted in high lead impedance indicating a possible lead malfunction. X-rays reviewed by manufacturer were inconclusive. Revision surgery is likely. The pt had no known accidents or trauma.

Manufacturer narrative:
X-rays reviewed by manufacturer were inconclusive. Device malfunction is suspected, but did not cause or contribute to a death or serious injury.